Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reset the system and it turned on without any issues. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, while troubleshooting for another error, intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer do a system hard restart. The customer was getting error 1 after the restart, and the power button was flashing blue back and forth to each side and had orange middle. The tse had customer do the hard restart a few more times with no change. The customer brought in another patient side cart (psc) to continue with case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure had started, and ports were placed. The robot was docked. The system functionality was checked upon powering on the system prior to start of this procedure. The system did initially power on without errors. Tse was contacted and arm was disabled. The system was turned off and hard restarts were done per tse's request. None of these worked so another psc was brought to the room and connected to complete the case. The procedure was completed robotically with the other psc. There was no patient injury. The procedure was completed with all 4 arms using the functioning psc, not the one that caused the faults. The procedure was completed with same esu generator.